Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the insulin pump had multiple issues, including: chipped battery casing (with visible threading when closed), dirt in the screen, cracked reservoir compartment, insulin squirting during priming, rewind anomalies (sometimes requiring multiple rewinds), intermittent button response due to sticky buttons, and unexplained no delivery alerts. No further details were provided regarding the insulin pump malfunctions. Troubleshooting did not occur. The insulin pump was not returned for analysis.